Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the device found no damages or defects that would cause the cannula to dislodge. No timeouts or drive stalls were seen in the download data. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm. The cause of the reported dislodged cannula could not be conclusively determined. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined.

Event description:
It was reported the patient's blood glucose level (bg) rose to 300 mg/dl while wearing the pod between 1 and 4 hours. The pod reportedly fell off the infusion site (back), causing the cannula to dislodge. As treatment, a new pod was placed.